Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate high readings on the therione touch vita enhanced meter. A medical surveillance sent follow up questions; however, the customer service advocate (cca) was unsuccessful in getting a hold of the patient. The following is classified based on the initial call. The patient mentioned he had obtained inaccurate high readings on his meter on (B)(6) 2012. Due to the alleged inaccurate readings at an unspecified time later while at the park he developed hypoglycemic symptoms and felt "drunk." At an unspecified time later his girlfriend contacted the emergency room doctor and was advised to go to the hospital. No further clinical information was provided about the incident. It is unknown the condition or expiration date of the test strips. It is also unknown the testing technique or the patient's readings prior to the alleged symptoms. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high reading, he developed symptoms and was advised to go to the emergency room.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The inaccuracy issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. Unrelated to the reported issue, the test strip used did not initiate a countdown to obtain a blood glucose result when a sample is applied. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Products were replaced and requested back. Lot # of test strips was not provided.